Event description:
The reporter indicated that the vns system was replaced due to lack of efficacy and high impedance. It was further reported that diagnostic testing was performed resulting in high impedance which indicates a potential malfunction. The cause of the potential lead malfunction is unk.